Event description:
Olympus was informed that at the end of a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the operating surgeon noticed that the ceramic insulation of the suspect medical device was broken off and has fallen inside the pt's bladder. No fragments/parts remained inside the pt as they were reported retrieved by unk approach. Subsequently the intended procedure was completed and there was no report about pt harm or injury.

Manufacturer narrative:
The suspect medical device was returned to the MFR for evaluation/investigation. Evaluation found the resection sheath with a completely broken off black ceramic insulation, showing clearly visible signs of usage on the surface. Causal for this kind of damage is most likely thermal and/or mechanical overload. Furthermore, the sheath tube of the suspect medical device is slightly bent/deformed, the laser marking is peeling off and there is clearly visible corrosion and wear at the clamping ring. As clearly stated as a warning note in the instructions, the product has to be visually inspected before use. It scratches. In particular the ceramic insulation at the sheath's distal end has to be visually inspected before each use, and the instrument must not be used in case of damage (e.g. Cracks, fractures). The user apparently did suspect medical device despite clearly visible corrosion and damage. Therefore, this incident was attributed to abnormal use/off-label use in combination with exceeded service life.